Manufacturer narrative:
A ge oec service rep investigated the issue and found the system locked and with an error message on the right monitor. The nodes were flashed and re-loaded, including re-loading the calibration data to restore function. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system was reported to have the screen/monitor go blank with white spots. The system required a reboot to restore function.